Manufacturer narrative:
Updated fields - b4, d8, d9, e1 (event site telephone), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion) corrected fields - d5, e2, e3, e4. It was reported that during a routine check performed by a getinge field service engineer, the cs100 intra-aortic balloon pump (iabp) was displaying "electrical test fails code #117". There was no patient involvement and no harm reported. The fse that encountered the issue stated that the problem was intermittent and front end board was defective. Fse replaced the front end board (0670-00-0668). The fse checked all functions which were working properly. The iabp was handed over to the customer.

Event description:
N/a.

Event description:
It was reported that during a routine check up, the cs100 intra-aortic balloon pump (iabp) unit is displaying an alarm massage "electrical test fails code: 117". There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6) inst of med. A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).